Event description:
The account alleged the side rail is not latching in the raised position. No pt impact.

Manufacturer narrative:
The technician found the mattress had shifted to the side making it difficult to put the side rail up. The technician straightened the mattress to resolve the issue.